Manufacturer narrative:
Follow-up # 2 ¿ (6/11/2013). The patient's meter has been returned and evaluated by lifescan product analysis on 1/29/2013 and 5/28/2013, respectively, with the following findings:the meter involved with this complaint have passed all testing with no faults found. The meter was found to be unable to reproduce an inaccurate erratic message. If any additional information is available, the FDA will be notified in a third follow up report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately erratic. The patient reported blood glucose results of "264 mg/dl and 169 mg/dl" with the subject meter, performed within 20 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
(B)(4): the test strips passed all testing with no faults found. The meter was also returned but the evaluation has not yet been completed. Therefore no conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.